Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bent needle was found before use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the patient in 10 beds, was given intravenous infusion puncturing, and it was found that the needle was bent, so the intravenous indwelling needle was replaced for puncturing."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9023821. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided for evaluation. Previous investigations have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. CAPA# 1278509 was initiated.

Event description:
It was reported that a bent needle was found before use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the patient in (B)(6) beds, was given intravenous infusion puncturing, and it was found that the needle was bent, so the intravenous indwelling needle was replaced for puncturing.